Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Corrected data: the g8 instrument, serial number (B)(4), was installed at the account on(B)(6)2017. A complaint history review and service history review for similar complaints was performed from (B)(6)2017 through aware date(B)(6)2018. There were three (3) similar complaints identified during the searched period, which includes this event. Device available for evaluation section g.5. PMA/510(k).

Event description:
N/a

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed up over-the-phone and confirmed that the low pressure was due to a loose fitting on the prefilter housing. The customer experienced high pressure, which was determined to be due to a clot in the system. The clot was resolved by running hemolysis wash through the system for several minutes. The customer calibrated and ran quality controls on the g8 instrument without any issues. The customer reported being able to run patient samples with no issues. The g8 instrument was working within specifications. The g8 instrument, serial number (B)(4), was installed at the account on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed from (B)(6) 2017 through aware date (B)(6) 2018. There were three (3) similar complaints identified during the searched period, which includes this event. The g8 variant analysis mode operator's manual under chapter 1, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. 101 pressure low the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported event was due to loose connection on the prefilter housing.

Event description:
On (B)(6) 2018, a customer reported getting 101 pressure low error messages with the g8 instrument. The customer reported checking reagents, flushing drain line twice, running pump, but the issue persisted. The customer requested service in order to address the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.